Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device main drawer 3.2 pocket b5 and main drawer 6.1 pocket e1 storage space failed with failure code as failed to open. The field service engineer fse was informed by the customer that the cubie pockets were grayed out in the cubie map. The fse inspected and reseated all row board connections. The engineer then ran the hardware test application hta, tested all cubies, ejected all cubies, and checked for debris in the row boards. The fse tested and verified functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device generated failures for main drawer 3.2, pocket b5, and main drawer 6.1, pocket e1, with an explicitly failing storage space error and a failure code indicating failedtoopen. The customer stated that they attempted storage space recovery and rebooted the station, but the reboot also failed to resolve the issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.